Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump time was incorrect. The customer's blood glucose was 302-303 mg/dl. Reportedly, tandem technical support assisted customer with changing the time accurately.